Event description:
At the end of procedure it was noted that there were striations bilaterally on patient legs approx 8-12 inches in length that mimicked the pattern of the airholes from the bair hugger warmer. Patient transported to pacu and reevaluated and striations began to fade. Patient rechecked after 60 minutes and no sign of striations remained. Patient verbalized she has sensitive skin and that she could not feel anything unusual. Bair hugger blanket and packaging sequestered, and machine sent to biomed to be checked. Patient remained normothermic throughout intraoperative and postoperative period.